Event description:
During a routine check of the iabp, the customer reported that the iabp batteries won't charge. No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event wa reviewed. There were no non-conformances in the DHR related to the reported event. Customer provided in-house serviced to the pump. It was informed by the in house biomedical engineer that the main power switch on power supply, the batteries charged fine and held a charge for the acceptable amount of time. Pump was returned to service. (B)(4).